Event description:
(B)(4). Same case as MDR ID: 2134265-2013-03658. It was reported that post percutaneous coronary intervention, chest pain occurred. In (B)(6) 2010, the subject presented with stable angina and cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the proximal rca with 90 % stenosis and was 11 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 16 mm and 3.00 mm x 8 mm overlapping stents. Following post dilatation residual stenosis was 0%. On (B)(6) 2013, the subject presented with chest pain and intervention was performed.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).